Event description:
It was reported that an ilet user experienced repeated ¿unable to proceed¿ alerts specifically during the fill tubing step when a cartridge was inserted, while multiple dry runs without a cartridge proceeded without issue; the user changed supplies and retried, but the alert recurred when the cartridge was installed, and the user transitioned to backup therapy. Symptoms included no reported adverse clinical effects and no reported blood glucose issues. Outcomes included interruption of insulin delivery and temporary discontinuation of pump therapy, with continued cgm use on a backup platform. Investigation included guided troubleshooting over the phone, repeated load attempts without a cartridge, and attempts with new connector and cartridge lots. Investigation of this case revealed reproducible failure during cartridge-inserted fill only, consistent with an ilet alarm for occlusion or flow obstruction related to the infusion path during priming, with no issue observed during dry runs. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction during the priming process consistent with an occlusion or obstruction in the fluid path.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.